Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed kinks on the hypotube 27cm and 33cm from the handle. The collar is separated, and the polytetrafluoroethylene (ptfe) is still holding the two ends together. There is a kink to the distal shaft 21cm from the tip. Microscopic inspection revealed damage to the tip. There is blood present in and on the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 12dec2019. It was reported the device was kinked. A guidezilla guide extension catheter was used to treat the severely stenosed coronary target lesion. During introduction outside the patient, it was noted that the device was kinked and could not be used. The procedure was completed with another of the same device. No patient complications were reported and the patient is stable. However, device analysis revealed collar separation.